Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella cp pump sto support a patient. The cp was placed and was supporting when there was limb ischemia. The leg was found to cold and have lacking distal pulses. The cp was explanted and replaced by a impella 5.5. The patient had many suction / volume issues that was resolved with albumin and saline. The patient survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ischemia: the root cause of the injury was unable to be determined due to insufficient clinical details. Pump suction: after reviewing logs, multiple suction alarms were observed. Placement signal (ps) is not pulsatile and is trending down towards end of support. The cause of pump suction was most likely patient condition related since the suction issue was resolved by giving the patient albumin and saline. Device history review: the device passed all the post sterile inspection checks.